Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's husband reported that the patient's leadless implantable pulse generator (ipg) "caused a stroke". The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient stroke was not related to the leadless ipg.